Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the time reset to the default setting during use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the black box showed evidence of a time and date reset after a two hour power on reset. Evidence of moisture corrosion was found in the battery canister and on the display screen inside the pump. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find further moisture corrosion on the continuous glucose monitoring module and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.